Event description:
During a laparoscopic nissen procedure, the active blade tip broke off midway through the case. The tip was recovered on the back table. A new disposable was opened to complete the case. There was no reported patient consequence.